Event description:
The customer stated that 911 was called as a result of high blood glucose levels (over 1000 mg/dl) and diabetic ketoacidosis. Customer was experiencing confusion and weakness. Customer's leg collapsed, he fell, and sustained a three to four inch abrasion on his right knee. Customer was hospitalized for approximately two weeks and was treated with manual injections during that time. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.